Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, the balloon ruptured during inflation. The procedure was completed with a different device. No patient complications were reported.